Event description:
It was reported that the shaver blade was "shredding" metal pieces during use and that pieces went into the patient. Use of the shaver was stopped before there was any injury to the patient. No injury was reported by the operating room staff. No information was provided regarding whether the metal shavings were removed. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Final device investigation showed that the device met all functional testing criteria and had no apparent broken or gouged areas that would lead to metal debris, and no indications of loose shavings. The cutting edges appeared to have been sharpened and remained intact. The edges were slightly dulled, consistent with usage, but still in good condition. There were no noticeable dents or gouges. The surface area had indications of wear and minor scoring consistent with usage.